Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod packing coil (podj) pusher assembly. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. Conclusions: evaluation of the returned device revealed that the podj¿s embolization coil windings were offset. Offset coil windings typically occur due to improper handling during use. During the functional analysis, the podj could not be advanced through a demonstration microcatheter without encountering a strong resistance. The od of the embolization coil was measured and found to be within specification. The offset coil winding likely contributed to the resistance encountered. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, while attempting to advance a podj coil out of the distal tip of a non-penumbra microcatheter, the physician met resistance and was unable to advance the coil. Therefore, the podj coil was removed and the procedure was completed using a new ruby coil and the same non-penumbra microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.